Manufacturer narrative:
Concomitant medical products: product ID 37751, serial# (B)(4), product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that since implant their implantable neurostimulator (ins) would not charge past ¾ full. The stimulation would also turn off by itself during recharge which had been an issue since implant. The patient was sent a replacement recharger for tr oubleshooting. The patient was implanted for chronic low back pain and spinal pain.

Manufacturer narrative:
The date reported field on manufacturer report # 3004209178-2016-05139 should say "2016-mar-22". A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.